Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer is unable to perform follow-up calls to customer to ensure the initial concern is resolved - customer did not provide contact information.

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer. Customer does not have the product at the time of the call and was unable to provide meter serial number and test strip lot information. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.